Event description:
During a pta to a heavily calcified sfa the balloon ruptured at two atmospheres. An ipsilateral approach was used and the lesion was 75% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The procedure was finished successfully with another savvy, 2x4. There was no reported patient injury. As per the reporting affiliate, no additional patient or procedure-related information is available. The product is not available for evaluation and testing.